Manufacturer narrative:
The sample information was not provided. The customer stated that sodium, chloride (cl), co2 and calcium recovery drifts with a change in lab room temperature a bci field service engineer: decontaminated the ion-selective electrode (ise) module, cleaned the cl port, replaced the carbon bridge, k electrode and eic valve. Although the customer suspects lab room temperature fluctuation is a contributing factor, it is unclear if the change in room temperature was the root cause as the system was also decontaminated.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) on one patient's results generated on the synchron lx 20 pro clinical system. The erroneous result was reported out of the laboratory. The sample was repeated after recalibration which brought the recovery back to expected ranges. Higher results were obtained, which was amended and reported out. Patient treatment was not initiated or withheld based upon the false results reported.